Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via phone call that the customer had low blood glucose of 46 mg/dl. The customer was treated with juice. Additionally, the customer had been hospitalized on (B)(6) 2016 due to diabetic ketoacidosis and high blood glucose. The insulin pump will not return for analysis.